Event description:
The device has been explanted. As per device explant report form the electrode lead was extruding into the external auditory canal. The recipient has been re-implanted with a new device.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the electrode lead into the external auditory canal. This is a final report.

Event description:
The electrode lead was protruding through the attic. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.